Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, a stripped interlock block, wear and tear damaged to the block assembly, the pump was noisy, and it was missing a reflux plug. Functional testing included filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power switch. The reported problem of the device leaking on the outside of the interlock block was able to be replicated. The root cause of the reported issue was found to be a stripped interlock block. Repair actions included replacing the interlock block and all other worn components. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was leaking on outside of the interlock block. No patient injury was reported.